Event description:
Patient received tibial nail to stabilize tibial shaft fracture. Several months after post-op, patient fell down steps and fractured nail. (Patient had apparent nail breakage with subsequent angulation after fall of effected leg.) Doctor recasted and patient healed with put incident and normal recovery. Possible nail removal being considereddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.